Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar port on the e200 was not functioning properly and was intermittent. The customer attempted to use both bipolar ports. The technical support engineer (tse) requested the customer to change the bipolar cord, but the customer did not have any available. The tse then suggested performing a power cycle of the system and resetting the breaker of the e200, but the surgeon was unwilling to try. The tse also recommended trying a backup e200 to see if the problem could be isolated to the e200 in the tower, but the surgeon was likely not to try that either. The intuitive surgical representative was to call back if the customer decided to try the backup e200. A field service engineer (fse) was to follow up with the customer. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) noted that during the case in the original call, the customer opted to connect a spare tower to solve the bipolar energy issue and continue the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-200 was analyzed and the reported issue, "intermittent issues with the bipolar", was confirmed but not replicated. In snowflake, system logs were reviewed. Error codes 25914 were identified, which confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. Per e200's testing matrix, the unit passed all required tests. As a result of this investigation, the unit functions as designed, and the root cause cannot be determined. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The e-200 was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned e-200 revealed no issues related to the customer reported event.